Manufacturer narrative:
Evaluation summary: the customer reported condition of pump that cannot load a set manually was confirmed. The reported condition was caused by a defective pump head keypad. The keypad was replaced to fix the problem and the pump was returned to the customer fully operational.

Event description:
The facility reported an infusion pump that cannot load a set manually. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.